Event description:
Per complaint (B)(4), a patient's dental implant fractured. The fracture was discovered during an emergency visit. Additional surgeries were required to remove the implant and place a new one. Pain and inflammation were also reported.